Manufacturer narrative:
The following fields have been updated with corrected information: h6. Event problem and evaluation codes: patient annex code f26. ¿ scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). ¿ problem statement: customer reported complaint regarding carryover issues that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 22may2022 to date 22may2023. ¿ manufacturing device history record (DHR) review: DHR part #337146, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Date of mfg:23apr2018. ¿ complaint history review: there are 14 complaints related to the issue of carryover: pr# (B)(4). Date range: 22may2022 to date 22may2023. ¿ returned sample evaluation: a return sample was not requested for evaluation because there were no replaced parts. ¿ service history review: review of related work order #: (B)(4). Install date: 19jul2018. Work order notes: subject / reported: 337146 - bd facs lyse wash assistant - carryover from one tube to another. Problem description: customer has identified carryover in this instrument from one tube to another. Work performed: customer confirms that fault is no longer present and instrument is now working as expected. ¿ risk analysis: risk management file part # 337146ra, /vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. Hazard ID #: 2.1.1. Hazard: carryover. Cause: clogged orifice. Harmful effects: incorrect results, damaged instrument. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation, the potential cause of the issue could not be determined. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and service activity review, the potential cause of the issue could not be determined. The issue was resolved by the customer themselves and the instrument is functioning as expected. Customer confirmed that erroneous results on patient samples were not reported to clinicians. No patient was diagnosed or treated based on these results. The safety risk of this hazard has been identified to be within the acceptable level. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant instructions for use, #23-11113 rev. 02/vers. A, starting page 107. Troubleshooting procedures can be found in the IFU starting on page 145. ¿ conclusion: based on the investigation, the complaint was not confirmed and thus, a potential cause could not be determined. The customer resolved the issue on their own and the instrument is functioning as expected. No one was harmed or injured, and no patient was diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter:) customer has identified carryover in this instrument from one tube to another.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: customer has identified carryover in this instrument from one tube to another.